Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this patient had double lung explant. During surgical procedure, this right ventricular (rv) lead dislodged from the heart tissue. This lead was therefore explanted and replaced with a new lead. No additional adverse patient effects were reported.